Event description:
A malfunction was reported on the customer's pump which had occurred multiple times. There was no adverse impact to the customer's blood glucose level as a result of this malfunction. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.